Manufacturer narrative:
H6: correction submitted to update labeled coding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ebj6 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still going to the bathroom and they wake up and pee themselves. Patient said that they had not seen any improvement in symptoms since implant and that they felt the stimulation but not anymore. Patient stated that they had already adjusted the stimulation once but their healthcare provider (hcp) mentioned to wait 2 weeks before they adjust it again. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2026 the patient said the therapy was not working yet and they thought they needed an adjustment. The patient also mentioned discomfort and shocking. The patient said they had 2 episodes over the weekend of shocking sensation that would last about 35-45 minutes and felt like it was coming from the implant site (not the groin where they normally feel the stimulation). The patient said they felt like the lead was in the wrong spot and they couldn't describe it. The patient mentioned this occurred after doing yoga. The patient also said when they are laying on the ground, they could feel the implant. The agent redirected them back to their healthcare provider (hcp). The patient said they would have an appointment with their hcp this morning. The patient called back the next day and mentioned the previously reported information regarding the shocking sensation. The patient also mentioned that they had already called their hcp, but they were redirected to the manufacturer for assistance decreasing their stimulation. Additional information was received from the patient. The patient reported previously reported information and added that their hcp told them to decrease their stimulation level. The patient said they were on program a and decreased stim from 1.3 to 0.7 and kept getting a message that the system was operating at maximum settings. The patient said on thursday they could feel stimulation in their low back when they were doing yoga. The patient said on friday the device "zapped" them and kept pulsing for 45 minutes. During the call, the patient tried programs 1-7. On programs 1,3, 4 and 7 the patient saw the system 'operating at maximum settings.' On program 2 the patient saw 'system operating at max settings' at 0.6, on program 5 they got the message at 0.8 and on prog ram 6 they saw the message at 0.9. The patient was not able to feel stimulation on any of the programs. The patient would have an appointment on (B)(6) at 7:15.

Manufacturer narrative:
G3: correction submitted to update PMA to p970004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back repeating previously reported event details. The patient was very upset throughout the call, stating that their therapy has been turned off and because patient felt as though they were in a crisis situation. The patient asked for a list of other doctors in their area and patient services (ps) emailed the information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare professional (hcp). When the hcp was asked to clarify the statement that "they felt like the lead was in the wrong spot", the hcp stated that they evaluated the device with manufacturer representative (rep) and confirmed the battery was not working additional information was received from the patient. The patient called back repeating previously reported event details. The patient was very upset throughout the call, stating that their therapy has been turned off and because patient felt as though they were in a crisis situation. The patient asked for a list of other doctors in their area and patient services (ps) emailed the information.

Event description:
Additional information was received from the patient. Patient called back and repeated information about going to physical therapy and yoga and even though stimulation was turned off, patient said when they were in the supine position, they can feel the neurostimulator itself, they said it seemed like they feel it more now than before. Patient also said they felt the tiniest bit of sensation as well. Reviewed that depending on the patient's body frame and posture and how the implant was place in their body could affect how sensitive the patient was and may notice or feel stimulator when in different postures. Patient said that they had lost 125 lbs. Patient was redirected to discuss further with their managing physician for their implant. Patient said has their next appointment with their physician is this friday.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# serial#(B)(6), implanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.